Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized due to high blood glucose troubleshooting was performed and the insulin pump appeared to function normal.